Event description:
Health care professional left side capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
Continued (email address): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional the device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec and opening curved on radius. A visual and microscopic analysis was performed which identified: creases fold and striated punctured on radius. Based on the device analysis the final assessment is: a striated punctured on radius assessed as surgical damage like. Additional, changed, and/or corrected data: b5, d6(b), d9, h3, h6.